Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by a faulty refrigerator door. The customer was notified of this information and requested the field service engineer dispatch to be cancelled. However, the customer resolved the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system refrigerator door failed. The customer stated that there was a delay in the dispensing of the medication. No other information was released regarding the event. There were no adverse events or injuries reported based on this incident.